Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: a2, a3, b4, b5, e4, g3, g4, g7, h2, h3, h6, h10. DHR review: the device history record (DHR) review was unable to be performed as the device serial number is unknown. The customer did not provide a serial number during follow up. Device evaluations results/investigation findings: product review of the air dermatome was unable to be performed as the device was not returned for evaluation. Repair of the air dermatome was not performed by zimmer biomet surgical as the device was not returned for repair. Probable cause/root cause: the root cause of the reported event could not be specifically determined with the information that was provided. The device was not returned for evaluation or repair. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Conclusion: review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended for any adverse trends that may warrant further action. H3 other text : device not returned.

Event description:
No additional event information available.

Manufacturer narrative:
(B)(4). Once an investigation on the device is completed and/or more information becomes available, a follow-up/final report will be submitted.

Event description:
It has been reported the patient was undergoing a split skin graft and the dermatome cut too deeply through the skin. Doctor closed the wound with a few sutures. No additional adverse events were reported as a result of this malfunction.